Event description:
Affiliate reported that the suture broke at an unspecified time following CABG. The patient was returned to surgery for repair. Patient is reported as well.

Manufacturer narrative:
Conclusion: the product upon which this medwatch based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00604 for the other medwatch. The same patient is represented in each medwatch.